Event description:
It was reported that the system had a charge error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found several power supply related issues, but no conclusion can be drawn as further repair information is not available.